Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 495 mg/dl. Customer¿s current blood glucose is 472 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the insulin pump. Customer reports they did not feel okay to troubleshooting. Customer reports they had a back-up plan available. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will be returned for analysis.